Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call of failed battery test alarm. Customer's blood glucose reading was unknown. The customer was not able to troubleshoot during time of call. The insulin pump was not returned for analysis.